Manufacturer narrative:
The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and sepsis. The peritonitis was manifested by feeling poorly. The cause of the peritonitis was due to a disconnection of the transfer set from the patient line which subsequently led to a leak. The caregiver reported the clamp on the patient line was closed. The caregiver did not note any defects nor had any difficulty reconnecting the lines. The patient was admitted to the hospital due to feeling poorly. On the same day, the patient was diagnosed with peritonitis. The same day, the patient began antibiotic treatment with vancomycin and zosyn (doses, routes, frequencies and duration not reported for the peritonitis event. The patient&#38112;transfer set was not replaced. The patient was reported to be septic (no further details). The cause of the sepsis was not reported. Treatment rendered for the sepsis was not reported. At the time of this report the patient was recovering from the events. Action taken with dianeal therapy was not reported. No additional information is available.